Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist remoted into the station, downloaded the driver for that printer model and cleared the print jobs in the queue to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe system had slow system performance. The customer reported that the malfunction occurred when the user was trying to issue ketamine medication to a patient. There was a delay in issuing medication to the patient. There were no adverse events or injuries reported based on this incident.